Manufacturer narrative:
The user-reported issue was not duplicated. The device was tested for all specifications on 11/20/2014 and met all the requirements as expected. No failure was detected. (B)(4).

Event description:
The user reported "air-in-line malfunction." No patient was involved in this case.